Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. The procedure was completed using manual compression. There was no reported patient injury. This was for a left heart catheterization (lhc) procedure. The access site used was the right groin. There were no damages noted prior to use. There was no difficulty in flushing the device. No component appeared to be damaged as well. There was no excessive force used when the device was inserted. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed. The procedure was completed using manual compression. There was no reported patient injury. This was for a left heart catheterization (lhc) procedure. The access site used was the right groin. There were no damages noted prior to use. There was no difficulty in flushing the device. No component appeared to be damaged as well. There was no excessive force used when the device was inserted. The product was not returned for analysis. A product history record (phr) review of lot f2106702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.